Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that the catheter was fractured. During procedure, a guidezilla¿ ii guide extension catheter was noted to be fractured and was able to be removed out with an unspecified guide catheter. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Event description:
It was reported that the catheter was fractured. During procedure, a guidezilla¿ ii guide extension catheter was noted to be fractured and was able to be removed out with an unspecified guide catheter. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. The returned product consisted of a 6f guidezilla 2 guide extension catheter and was bloody. Microscopic and tactile inspection of the hypotube, collar, distal shaft and tip were performed and revealed a tip damage (partial separation/abrasions/ misshapen/torn/markerband damage), and shaft damage (abrasions) for a length of 9 mm that started at the tip of the device. The device was partially separated at the junction of the shaft and tip, at the distal side of the markerband. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).